Event description:
The device was inserted into the patient, after which the physican re-confirmed attachment of the hose to the exhaust collection bag. The physician followed the prompts on the screen to retract to the cavity length and initiate system countdown and treatment. After 30 seconds of treatment, the device showed error code 301. The patient was discharged. Investigation of the returned device concluded that manufacturing test software had been loaded onto the device instead of control software. A corrective action to increase detection of the failure mode was implemented on the manufacturing line.

Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 301 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.